Event description:
It was reported that the surgeon removed the trident 52mm acetabular shell. He then re-implanted a 54mm trident tritanium shell, then used a mdm liner.

Manufacturer narrative:
An event regarding revision involving a trident shell was reported. The event was not confirmed. Device history review: the reported device was accepted into final stock with no reported discrepancies. Complaint history review not performed as a reason for revision was not provided. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the surgeon removed the trident 52mm acetabular shell. He then re-implanted a 54mm trident tritanium shell, then used a mdm liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.